Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 368608, batch no. 9205618. It was reported that before use of the bd vacutainer® eclipse¿ blood collection needle the safety feature and collar detached from device. Three bd vacutainer® eclipse¿ blood collection needle had this issue. The following information was provided by the initial reporter: safety shield and collar detached from needle as product was being prepared for use.

Manufacturer narrative:
H.6 investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
Material no. 368608, batch no. 9205618. It was reported that before use of the bd vacutainer® eclipse¿ blood collection needle the safety feature and collar detached from device. Three bd vacutainer® eclipse¿ blood collection needle had this issue. The following information was provided by the initial reporter: safety shield and collar detached from needle as product was being prepared for use.